Manufacturer narrative:
Although the issue was resolved once the sales representative (rep) reinserted the oxygen piping, the medical examiner (me) requested that philips perform preventive maintenance (pm) on the device just in case. The manufacturer's product support engineer (pse) evaluated the device but could not duplicate the reported issue despite a test run. The device was checked, but there was no anomaly found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "low o2 supply pressure" alarm occurred when the device was attached to the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the sales representative visited the hospital and replaced the device with the same model, so there was no delay in therapy or medical intervention reported. The medical examiner (me) reported that a "low o2 supply pressure" alarm occurred when the device was attached to the patient. The sales representative (rep) reinserted the oxygen piping, and functionality was restored. The sales rep also requested that philips perform preventive maintenance (pm) on the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.